Event description:
It was reported that during the procedure in the moderately calcified proximal left anterior descending artery, a 3.5x23 rx xience prime stent was successfully deployed at 12 atmospheres. The balloon was deflated completely; however; the balloon did not refold properly (winged). Although the balloon was withdrawn through the guide catheter successfully, resistance was felt. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported poor balloon refold was confirmed. Guiding catheter resistance could not be tested due to the condition of the returned device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal, guide cath: hiryu. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.